Event description:
Caller alleged discrepant results with the meter. Results as follows: date: (B)(6) 2012, 1st inratio: 5.8, 2nd inratio: 2.0. Tests were done within mins. Pt's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.